Event description:
The patient later reported that they were in withdrawal and they had cerebrospinal fluid (csf) headaches for almost six months. They noted ¿this was fixed¿. The patient stated they came close to serious injury or death. The medication infused was not provided.

Manufacturer narrative:
Catheter model # 8709 lot# j10823r40 implanted: (B)(6) 2001 explanted: unk.

Event description:
It was reported that the patient experienced a csf (cerebrospinal fluid) leak "a number of years ago where the catheter cracked near the port in 2001". At the time of the csf leak, the reporter stated blood pressure was at 200/100. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had serious concerns. The catheter needed to be replaced due to multiple failures. It was 13 years old and had been spliced 5 times.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a csf leak for about six months. The patient lost 50 pounds and developed cellulitis over the pump site. It was repaired in (B)(6) of 2002.

Manufacturer narrative:
(B)(4)